Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a blue ezio needle (25mm) was found in the emergency vehicle, the protection cap of the needle came loose inside the closed packaging.